Event description:
It was reported that during central processing, the monopolar cautery instrument had a distal tip crack. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was identified after the procedure when taking the spatula tip-off. It was communicated that the reported issue of crack on the distal tip was identified in central processing. The instrument was inspected prior to use no damage was noted. In fact, the damage that was found after the procedure wouldn¿t have let the scrub be able to properly attach the spatula tip. The instrument did not collide with any other instrument or tool during the procedure. After the completion of this procedure, the instrument was inspected for any damage and the damage was found. Arcing was not observed during the procedure. There was no injury to the patient.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar cautery instrument was analyzed and found to have the tube adapter cracked at the distal end. There were no broken pieces. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue. Additional observation(s) not related to the customer-reported complaint: the tube adapter at the distal end of the monopolar cautery instrument exhibited localized melting.